Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-aug-2018 / serial or lot#: (B)(4), UDI #: (B)(4). Yes, return date: 30-jan-2020. No, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 31-aug-2017. (B)(4). Heartware ventricular assist system ¿ battery. Model #: 1650de / catalog #: 1650de / expiration date: 30-sep-2018 / serial or lot#: (B)(4), UDI #: (B)(4). Yes, return date: 30-jan-2020. No, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 30-sep-2017. (B)(4). Heartware ventricular assist system ¿ controller ac adapter. Model #: xxxx / catalog #: xxxx / expiration date: unk / serial or lot#: xxxx, UDI #: asku. Yes, return date: 30-jan-2020. No, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: unk. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three batteries were unable to be secured and had poor mechanical connection. It was also reported that the control ac adapter had an unstable/poor mechanical connection. The batteries and adapter were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: three batteries and one controller ac adapter were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. A review of the manufacturing documentation confirmed that the associated controller ac adapter met all requirements for release. Functional testing revealed the adapter was unable to provide power. Internal inspection of the adapter revealed multiple components were not properly soldered. Supplemental testing was performed and the components were properly soldered. After the supplemental testing, the adapter functioned as intended. This is an additional finding not related to the reported event. The most likely root cause of the controller ac adapter unable to provide power can be attributed to improper assembly during manufacturing. Failure analysis of the returned batteries revealed that the devices passed functional testing. Visual inspection of battery (B)(6) revealed the device had a damaged outer sheath on the cable assembly, leading to exposed internal wires; the internal conducting wires were not comprised. The observed damaged outer sheath is an additional finding not related to the reported event. The most likely root cause of the outer sheath damage can be attributed wear and/or due to handling of the device. Visual inspection of the returned batteries and controller ac adapter revealed that the output connectors were worn-out. However, the power sources were able to adequately connect to a test controller. As a result, the reported poor mechanical connection event could not be confirmed; however, it is likely the worn output connectors contributed to the reported event. Based on risk documentation and available information, the most likely root cause of the reported event can be attributed to difficulty to connect to the controller due to worn output connectors on the power sources. The most likely root cause of the worn output connectors can be attributed to wear, likely due to normal disconnection and re-connection between the battery/ac adapter output cables and metal power port connectors on the controller. Additional products: d4: serial #: (B)(6), h3: yes h6: FDA method code(s): 10 h6: FDA results code(s): 180 h6: FDA conclusion code(s): 19 d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 10 h6: FDA results code(s): 180 h6: FDA conclusion code(s): 19 d4: serial #: (B)(6), h3: yes h6: FDA method code(s): 10, 3331 h6: FDA results code(s): 170, 180 h6: FDA conclusion code(s): 23, 19 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: h10 additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-aug-2018 / serial or lot#: (B)(6), UDI #: (B)(4), d10: yes, return date: 30-jan-2020 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes h4: mfg date: 31-aug-2017 h5: no h6: patient code(s): c76143 h6: device code(s): c62952 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 30-sep-2018 / serial or lot#: (B)(6) UDI #: (B)(4), d10: yes, return date: 30-jan-2020 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes, h4: mfg date: 30-sep-2017 h5: no h6: patient code(s): c76143 h6: device code(s): c62952 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 d1: heartware ventricular assist system ¿ controller ac adapter d4: model #: 1430de / catalog #: 1430de / expiration date: unk / serial or lot#: (B)(6), UDI #: asku, d10: yes, return date: 30-jan-2020 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes h4: mfg date: unk h5: no h6: patient code(s): c76143 h6: device code(s): c62952 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.